Manufacturer narrative:
The customer did not request service. No samples were returned for evaluation. No additional information was provided related to this event. For this reason, steps could not be taken to duplicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A nurse reported that air was noted in the lines during a procedure. The case was completed using an alternate system. There was no patient harm. Additional information has been requested.